Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: reboots were observed in the black box. No damage was found to the battery cap or battery compartment. The battery cap was able to secure to the pump. The pump was powered on normally with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap contact height and width was within specification. The pump was opened and no damage was found to power circuit. Unrelated to the complaint, the display was found to be dim with a red hue.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication as to whether or not the pump was damaged or if there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.